Manufacturer narrative:
The ge rep performed an on site investigation. Circuit boards were reseated and software was downloaded. The system operates as intended.

Event description:
The customer reported the system failed to fluoroscopy x-ray and the monitors were blank. No report of pt injury.